Event description:
The customer reported that the monitors were flickering then there was a loss of power to the monitors. Rebooting did not restore the monitor functionality and the live image was rendered unavailable. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps3 power supply was replaced. The system was then found to be operating as intended.